Manufacturer narrative:
Device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 425cc breast implant was found to have an area of missing material on the posterior view, measuring approximately 0.7 cm x 0.4 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a breast augmentation revision with mentor smooth round moderate profile, 425cc saline breast implant has experienced bilateral deflation post operatively. As a result, patient underwent bilateral replacements with non mentor implants on (B)(6) 2022. This report relates to the left prosthesis.